Manufacturer narrative:
As reported, an 8x40mm 135cm powerflex pro percutaneous transluminal angioplasty (pta) catheter was inflated, however it ruptured at approximately six atmospheres (atm) during its initial inflation. The procedure was completed. There were no reported patient injuries. The lesion was the left common femoral artery and it was heavily calcified with high stenosis. An approach was made from the right femoral artery with a non-cordis guiding catheter. A non-cordis guidewire crossed the lesion and a balloon catheter was inflated. Additional procedural details were requested but are unknown. The device was not returned for analysis. A device history record (DHR) review of lot 17319316 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (heavily calcified with high stenosis) and procedural/handling factors (slight resistance crossing the lesion) may have contributed to the reported event since calcified/resistant lesions can cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the result of in vitro testing. At least 99.9% of the balloons (with a 95% confidence level) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR review nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a powerflex pro was inflated, however it ruptured at approximately six atmospheres(atm) during its initial inflation. There were no reported patient injuries. The procedure was completed as the device was. The lesion was the left common femoral artery and it was heavily calcified with high stenosis. An approach was made from the right femoral artery with a non-cordis guiding catheter. A non-cordis guidewire crossed the lesion and a balloon catheter was inflated. Additional procedural details were requested but are unknown.